Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen displayed error message and did not let the users to log in. A technical support specialist (tss) found that the station disk space was critically low due to structured query language (sql) error logs. The sql database was unable to recover because the stations disk space was full, causing the database to reach over 10 gb in size due to continuous logging. The tss logged into the station, applied the knowledge article (ka) low space on c: drive, sqldump, winsxs pyxis es locations/methods to free up space and proper datasync procedure & how to place new db in es station. The tss performed a database backup and resynchronization and confirmed with the customer that the station was operating as expected to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es a screen error message appeared stating that a fatal error had occurred on the underlying data source, and it would not allow users to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.